Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, the balloon ruptured. The pci treated the 90% stenosed and calcified target lesion located in the moderately tortuous proximal left anterior descending (lad) artery. Pre dilation used the 2.25x12mm maverick 2 monorail balloon. The first balloon inflation was to 6 atmospheres (atms). During the second inflation, at under 10 atms, the balloon ruptured. The procedure was completed with another unk balloon catheter. No balloon fragments were left behind in the pt and no withdrawal resistance occurred. There were no pt complications and the pt's condition was listed as 'good."